Event description:
Paperwork with valve stated explant due to aortic stenosis. No other info is available.

Manufacturer narrative:
On 3/3/95, dr implanted a 25mm aortic st. Jude medical mechanical heart valve (mode 25a-101). On 12/9/96, another dr. Explanted the valve due to aortic stenosis. Intraoperatively, one leaflet was not moving normally, and there was a suggestion of thrombus. Pt's anticoagulation regime at time of re-operation is unk. Anothr MFR's aortic valve prosthesis was then implanted. Valve was received by co. Sewing cuff was reddish-brown in color, was observed to be ut, and contained several blue sutures. A reddish-brown tissue also covered entire sewing cuff. Left leaflet opened and closed normally; however, right leaflet exhibited slight restriction to complete closure. A small amount of reddish-brown tissue was observed in recessed pivot areas #2 and #3, which correspond to right leaflet. Dried blood also covered carbon surfaces of valve components. Pathologist stated that at time of his examination no pannus overgrowth into annular housing was evident. One leaflet moved easily and completely, while other leaflet resisted motion. Pathologist stated this restriction was due to presence of reddish-brown, finely granular material in recessed pivot areas associated with restricted leaflet. This granular material was nonspecific fibrin without reactions. Leaflets and orifice were found to be unremarkable. Results of pulse duplicator testing indicated valve had no abnormal operation. Flow and pressure traces indicated valve operated satisfactorily without leaflet or hydrodynamic malfunctions. Each operation for mfg and inspection of this valve and its packaging was followed by appropriate signature and date. Info reviewed from valve's device history record and add'l testing performed through fer analysis lab indicated valve complied with st. Jude medical specifications at time of manufacture. Results of this investigation remain inconclusive due to fact st. Jude medical heart valve div has not received requested info from hosp. Pt's anticoagulation regime, compliance to this regime, and operative report, info remain unk. Cause of aortic stenosis, as well as thrombus, remains unk. However, valve was not explanted due to an intrinsic defect, as supported by testing performed at st. Jude medical heart valve div.